Manufacturer narrative:
H 3 evaluation summary: the device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and quality documentation. Samples were returned to the manufacturing site for evaluation. A visual inspection was performed and leaking was found. The root cause and action plan will be documented through a formal corrective and preventative action (CAPA). This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Initial reporter name and address was updated with the initial reporter's information.

Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the connecting part to the feed keeps leaking.